Event description:
Reportable based on analysis rec'd 09/2005. It was reported that prior to a ptca procedure, the wire was damaged. The physician reportedly had difficulty shaping the wire. No pt injuries or complications were reported.